Event description:
It was reported that the bur tip is snapping off. No adverse consequences were reported.

Manufacturer narrative:
There were eight burs associated with this complaint. They were not returned for evaluation. Lot no. Details were not provided. It was not possible to determine the root cause for the alleged breakage.